Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. Once reaming was complete dr. (B)(6) went right into cup impaction. He impacted a 52 mm trident hemispherical cup. The first impaction numbers read 2 deep. Dr. (B)(6) brought in x-ray to confirm cup placement as he always does. X- ray showed the cup placement was way more medial than the plan.

Manufacturer narrative:
Reported event: an event regarding inclination discrepancy involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 311 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding cup placement discrepancy. There were only 8 other reported events ((B)(4)). Conclusion: device inspection could not be performed, no session data was provided. Four communication attempts were made. The device was not returned to the manufacturer.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. Once reaming was complete dr. (B)(6) went right into cup impaction. He impacted a 52mm trident hemispherical cup. The first impaction numbers read 2 deep. Dr. (B)(6) brought in x-ray to confirm cup placement as he always does. X- ray showed the cup placement was way more medial than the plan.